Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2019 and (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. It was further specified that the seam of the bag broke and started leaking at the bottom corner, "same side that the bottom ports are on where the fill tube is". This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 09, 2018 - august 10, 2018. The device was received for evaluation. A visual inspection was performed which revealed a bottom right weld defect. A functional testing was performed which revealed a leak coming from the right weld of the bag. The reported problem was verified. The cause of the condition was due to a supplier defect as it appears the bag was not properly welded. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.